Event description:
The reporter stated that the luer lock is coming apart from the swivel. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex recognized that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliacne and will take steps to ensure that this does not recur. Two units returned for evaluation. Examination of the returned units showed that the swivel were not attached to the stopcocks. The swivels had not been completely assembled over the barbs during assembly. Production notified. The lot history was reviewed and was found to be acceptable. Medex was able to confirm this issue and determine a cause. No additional action necessary at this time. Medex considers this MDR closed with this report.